Event description:
It was reported that the patient's left lead encountered impedance readings greater than 40,000 ohms. Impedance readings for the various lead electrode combinations were as follows: c/0 = 3,077 ohms; c/1 = 3 ,878 ohms; c/2 = 3,513 ohms; c/3 > 40,000 ohms; 0/1 = 6,799 ohms; 0/2 = 6,505 ohms; 0/3 > 40,000 ohms; 1/2 = 7,055 ohms; 1/3 > 40 ,000 ohms; and 2/3 > 40,000 ohms. The right lead was "okay." The patient's therapy was reported to be "good."

Manufacturer narrative:
Lead model 3387s, lot# v553423, implanted:2010-(B)(6), explanted:na; lead model 3387s, lot# v553423, implanted:2010-(B)(6), explanted:na; extension model 37085, lot# nkn013215v, implanted:2010-(B)(6), explanted:na; extension model 37085, lot# nkn012443v, implanted:2010-(B)(6), explanted:na; neuro adaptor model 37092, lot# 268740001, implanted:2010-(B)(6), explanted:na; programmer model 37642, lot# njz108400n.

Event description:
Follow up information received indicated that the high impedances that were found were not intra-operative. The patient was reported as getting good therapy as they were programmed around the electrodes with the high impedances. If additional information is received, a follow-up report will be sent.